Event description:
Additional information noted that after the patient had an st depression and the exercise test was terminated the patient went into what looked like a polymorphic ventricular tachycardia and ventricular fibrillation. On the post shock electrocardiogram the patients ventricular tachycardia continued and seemed to sense some deflections as the intrinsic rhythm. The patient was connected to a twelve lead electrocardiogram it was noted that some escape beats came through, and it was realized that the patient was no longer in vf but now was asystolic. From the twelve lead electrocardiogram it could be seen that the patients first escape beat comes in three seconds post shock. Chest compressions commenced about six seconds post shock and a further escape beat occurred eight seconds post shock. Unfortunately due to what is seen through the programmer it was assumed the patient was still in ventricular fibrillation and also received an external shock. All information was downloaded for review, and the representative advised that the device be explanted and replaced with a transvenous system. Additional information noted that the system was explanted and replaced with a transvenous system and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative had an inquiry regarding a shock which was delivered to the patient when it comes to sensing after the shock. It was noted that when the device was interrogated it appeared that the device appropriately sensed prior to the device delivering therapy but the device failed to recognize that the patient had not cardioverted and assumed that the infrequent deflections were not treatable. The patients arrhythmia continued while the device did not sense appropriately. The field representative noted that the patient had to have chest compressions which was given by the patients sister as the patient was playing at the time, but did not require any rescue as the patient self-terminated. Boston scientific technical services (ts) noted that while the device was functioning as programmed and designed sensing optimization would be valuable and thus was discussed further. Ts also noted that looking at the x-ray attached it appeared that the tip of the electrode seemed to be slightly far away from the sternum and not deep enough. This may cause also some artifacts post shock as the tip is closer to the muscle. No additional adverse patient effects were reported. Additional information noted that the system was programmed to the secondary vector while it was suggested to program the system to the primary vector.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies besides setscrew marks on the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.